Event description:
Healthcare professional reported pt had peritoneal therapy initiated on the pac-xtra device with a dwell of 2000cc. 900cc drained in drain 00, hcp extended time by 25 minutes. The therapy continued after this period to the first fill and pt received 2000cc. Pt displayed symptoms of respiratory distress as evidenced by decreased tidal volume displayed on the ventilator and labored breathing. Health care professional noted there were no alarms when drain 00 cycle ended and the first fill began. Health care professional stated pt had fibrin earlier, but health care professional checked the tubing and found no occlusions. Pt and all tubing were transferred to another pac-xtra device. Pt immediately drained 3200cc in 16 minutes and respiratory problems were resolved and treatment continued without further problems. No add'l medical intervention was necessary.